Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. Despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that on start-up, the cardiosave intra-aortic balloon pump (iabp) alarmed for "autofill failure." The iabp would autofill after disconnecting the helium tubing and initiating 3 consecutive autofills. The iabp performed as expected when reconnected to the intra-aortic balloon (iab). There was no known harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that on start-up, the cardiosave intra-aortic balloon pump (iabp) alarmed for "autofill failure." The iabp would autofill after disconnecting the helium tubing and initiating 3 consecutive autofills. The iabp performed as expected when reconnected to the intra-aortic balloon (iab). There was no known harm or injury to the patient and no adverse event was reported.